Event description:
It was reported that the patient was concerned about having an allergic reaction to the hardware implants. Follow-up investigation: the initial surgery was performed on (B)(6) 2014 and was due to a fracture dislocation of the right ankle. Procedure: open reduction and internal fixation of right ankle, fibula, medial malleolus, and syndesmosis with a 10 hole plate on the fibula, a 3 hole hook plate on the medial malleolus with one cannulated screw and 2 cancellous screws. Approximately 6 months post-op, the patient was experiencing intermittent sharp pain at the medial aspect of the ankle where the plate and screw construct were located which was also a little prominent. Surgeon felt the patient had a well healed ankle medial malleolus and due to the prominence of the hardware and the local tenderness in that site, a decision was made to remove the hardware to try and relieve the pain. Revision surgery took place on (B)(6) 2015. Surgeon removed the superior projecting screw and proximal screws were exposed on the hook plate and the plate was then mobilized and freed from the bone and removed. The medial malleolus was found to be clinically solid without any motion noted. Wound was closed with 4-0 nylon sutures. No additional implants were inserted during revision procedure. Shortly after the revision surgery, patient appeared to have a subtle rash all over his body. Patient went to the dermatologist office on (B)(6) 2015 complaining of an itchy rash on the trunk and extremities that had progressively gotten worse during the prior 10-14 days. Patient exam revealed excoriated sub-acute eczematous dermatitis on the arms, back, chest, abdomen, left upper eyelid, legs and buttocks. There was a localized plaque of acute eczematous dermatitis anterior to the scar on the right lateral calf. Patient was treated with prednisone for 15 days which was prescribed on (B)(6) 2015. Patient did not return to the dermatologist office for follow up since that date. No allergy testing performed by reporting dermatologist office.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.